Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during a routine replacement procedure, the physician noted difficulty inserting the right ventricular (rv) lead pin into the header of the device. Eventually the rv lead pin was inserted using silicone oil. Three days later, an alert was triggered for the rv lead due to high impedance resulting from a possible fracture. During the revision procedure, the rv lead pin was visually inspected with no anomalies found. The proximal portion of the lead was cut and the lead was capped and replaced. No patient complications have been reported as a result of this event.